Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 48 mg/dl or above. Low bg causes were not known. Customer consumed carbohydrates and adjusted the pump basal rates with their healthcare provider to address bg. The customer declined to perform further troubleshooting with tandem technical support.